Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on the jaws broke off during the procedure and the fragments were irretrievable from the patients inner leg. The customer attempted to retrieve the insulation fragments without success. The kit is under review and further investigation by the hospital safety committee. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on the jaws broke off during the procedure and the fragments were irretrievable from the patients inner leg. The customer attempted to retrieve the insulation fragments without success. The kit is under review and further investigation by the hospital safety committee. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on the jaws broke off during the procedure and the fragments were irretrievable from the patients inner leg. The customer attempted to retrieve the insulation fragments without success. The kit is under review and further investigation by the hospital safety committee. The hospital did not report any patient effects.